Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with bolus with the insulin pump. The customer reported that they received no delivery alarm and no delivery alarm did not occurred during manual prime. The customer reported that event was resolved by changing complete set (inf and res). The insulin pump will not be returned for analysis.